Event description:
The customer reported that the fluoroscopy button was sticking and the system kept exposing. The customer is describing uncommanded x-ray. There is no report of patient injury associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.